Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) showed high left ventricular (lv) lead impedance, high right ventricular (rv) lead impedance, and high rv defibrillation impedance. It was found that a setscrew on the crt-d was lose and could not be tightened. The crt-d was explanted and replaced, however the high rv defibrillation impedance remained. It was suspected the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) showed high left ventricular (lv) lead impedance, high right ventricular (rv) lead impedance, and high rv defibrillation impedance. It was found that a setscrew on the crt-d was lose and could not be tightened. The crt-d was explanted and replaced, however the high rv defibrillation impedance remained. It was suspected the rv lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.